Manufacturer narrative:
The technician found the head end brake adjusters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2010-2011 and 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the ER at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).